Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. The physician successfully deployed the 38 x 2.5 promus premier select drug-eluting stent in the lad. After post-dilation, a proximal edge dissection was noticed. Another stent was used to cover the dissection by being placed proximal and overlapping to the first stent. The procedure was completed without further issues and the patient was noted to be stable.